Event description:
This event was reported as an explant at implant after the pt's chest closed as a central jet was seen on tee with 1 leaflet prolapsing. Pt off pump and chest wired shut. Dr said 1 of the leaflets looked smaller than other 2. Looks like one of the implanting sutures looped up around post, appeared like it was up on post higher. No further info was provided.